Manufacturer narrative:
The investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted the terumo bct customer support line to report a pediatric patient who receives red blood cell exchange (rbcx) procedures every three weeks on the spectra optia machine, experienced chills with the last four procedures. Per the customer, the first two procedures the patient experienced chills several hours after the procedure on his way home. The family did not notify the medical team of the symptoms and no medical intervention was given .the 3rd procedure on (B)(6) 2018, the operator witnessed the patient experiencing chills for the first time and the patient's father informed the operator of the patient experiencing chills several hours after the previous two procedures. The operator contacted the attending physician and the arc medical director. The attending physician added demerol IV as needed for chills with the patient's rbcx standing orders. The patient was treated successfully with IV demerol. The attending physician also admitted the patient under observation for monitoring and performed workup tests to rule out infection and transfusion reaction. The workup tests were negative, and the patient was discharged to go home. On (B)(6) 2018, the patient received the 4th rbcx procedure and complained of chills at the end of the treatment, he was treated with demerol IV, and completed the procedure and sent home. Per the customer, the attending physician and arc medical director agreed the patient experienced typical transfusion reactions and is to continue rbcx procedures every 3 weeks as scheduled, pre-medicated with tylenol and benadryl. IV demerol is ordered as needed for chills. The customer declined to provide the patient ID and weight. The lot number, manufacture date and expiry date are not available at this time. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and includes the date of report that was omitted from the initial MDR. Investigation: according to therapeutic apheresis: a physician's handbook, chills or rigors occur during therapeutic procedures with a frequency of 0.2%. The disposable set was not available for return. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the patient reaction. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include, but are not limited to an allergy to replacement solution and/or patient sensitivity to eto. Other possible root causes for the chills/rigors include but are not limited to: patient's underlying disease state; patient's sensitivity to the procedure.